Event description:
Customer reportedly received result of 179 mg/dl obtained on the aviva system; however, result of 379 mg/dl was stored in the meter memory. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.